Event description:
I used fixodent from 2003 till now. I experienced numbness in hands then in feet. I started stumbling then falling. I was told my leg and feet problems were caused from my back. I had back surgery but did not get better. Started using cane, now I am in a wheelchair and told they couldn't do any more to help me. My surgeon told me there was nothing else he could do for me. I have permanent neuro damage. Physical therapy several times. Dose or amount: denture cream, frequency: 3 times a day, route: oral. Dates of use: 2003 - 2009. Event abated after use stopped: no.